Event description:
Account reported four high patient salicylate results that were much lower when repeated on another instrument. The incorrect results were not used to guide therapy. The field service representative found a syringe was leaking due to a missing seal. He repaired the instrument by repairing the syringe.